Event description:
The doctor reported that the implant was removed due to loss of osseointegration approximately 3 months after initial implant placement. Bone quality was not recorded, and oral hygiene around the implant was good. The doctor reported no significant findings during the implant removal surgery. The patient has other treatment plan.